Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (event site address, event site city). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the power cable assembly (0012-00-1688-21). The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0012-00-1688-21 with a reported unit failure of a bent terminal on the power plug. The fat performed a visual inspection and found the part to have a bent pin on the plug. Confirmed the reported failure. No root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection before use, the hospital staff found that the cardiosave intra aortic balloon pump (iabp)'s power plug was bent and requires replacement and repair. There was no patient involvement.